Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 3006705815-2023-02340 and 3006705815-2023-02341. It was reported that the patient's ipg produced the replace generator soon message. Surgical intervention was undertaken in which the ipg was explanted and replaced to address the issue. During the procedure, it was found that one of the patient's leads was exhibiting high impedances, while the other lead had migrated. Both leads were explanted and replaced to address these issues.